Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Additional information received identified the patient was required to recharge the device daily. As a result, the patient failed to charge the ipg as recommended. Reportedly, therapy was resumed post operatively.